Manufacturer narrative:
The customer was advised to follow the cidex opa MFR's instructions for use when cleansing and rinsing their transducer. In addition, they were provided a copy of the cidex opa cleaning instructions for their reference, as well as add'l copies of the tee user guide and tee care instructions which lists alternate cleaning methods that have been approved for use with the tee.

Event description:
The customer reported that a sonosite tee/8-3 mhz transesophageal transducer left black marks on the pt's skin in the area where the transducer shaft rested against the pt. No permanent damage or injury was reported.